Manufacturer narrative:
The returned device was evaluated. During the investigation, it was found that the radical-7 display shut down within a few seconds (screen blank) and 10 beeps were heard. With this condition, the device was unable to operate and unable to engage in continuous monitoring. The 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. The failure was caused by u21 (current limiter ic) reverse biasing resulting from rds connector j5 pin 7 contacting the rds docking station after the other pins. The instrument board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over twenty-eight (28) months with no previous reported issues prior to this reported event.

Event description:
It was reported that the unit shuts down by itself. No known impact or consequence to patient.